Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the following results within 10 minutes; 24.0 mmol/l 9.3mmol/l, 22.0mmol/l and 6.0mmol/l. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.